Manufacturer narrative:
The front panel was installed in a known good unit for testing by the carefusion failure analysis lab. The front panel's touch screen was responsive however it would not pass the touch screen calibration the carefusion failure analysis lab visually inspected the front panel and identified the following; pen ink marks, water spots and indentations and perforations to the top acrylic layer of the front panel's touch screen. The indentations and perforations appeared to be the result of a pointy object being used on the touch screen. The perforations to the acrylic layer allowed fluid ingress to the touch screen and caused the touch screen to delaminate. The failure analysis lab determined that the reported problem was caused by the use of a pointy or sharp object to activate the touchscreen.

Event description:
The distributor in (B)(6) reported that this device has a non-responsive adn delaminating touch screen. No patient involvement.

Manufacturer narrative:
(B)(4).the distributor in (B)(6) determined that the most likely cause of the reported event was a malfunctioning front panel. The distributor in (B)(6) was shipped a replacement front panel to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor for the return of the alleged faulty front panel for evaluation. As of (B)(6) 2015 the alleged faulty front panel has not been received.